Event description:
Related manufacturer reference number: 3006705815-2023-05858. It was reported that the patient was experiencing pain at the ipg site and ineffective therapy. Surgical intervention took place wherein the scs system was explanted.

Manufacturer narrative:
Date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.